Event description:
Additional information received from a company representative reported the patient would be getting re-implanted in (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0yq24, implanted: (B)(6) 2015, product type: lead. Product ID 3389s-40, lot# va0yq24, implanted: (B)(6) 2015, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
Information was received from the company representative that reported there was a pocket infection so they were going to assess the pocket, clean it, and "take it from there." They may need to pull part of the system or the entire system completely out. The patient was implanted for parkinson's dual and movement disorders. Further follow-up is being conducted to determine what were the diagnostics, actions, and outcome of the event. If additional information is received, a follow-up report will be submitted.